Manufacturer narrative:
The insulin pump alarmed a64 during the self test due to faulty electrical component on the radio frequency board. The insulin pump unable to connect to glucose sensor simulator and verify lost sensor alarm due to a64 alarm. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a lost sensor alarm numerous times. Customer stated that they were having issues with their sensor connectivity. Customer stated that she has two meters but only one is connecting. Customer stated that she received a new transmitter. Customer did not have the test plug to complete troubleshooting. Customer also had a radio frequency failed self test alarm. Customer's blood glucose level was 46 mg/dl. Customer treated with candy. Customer stated that the alarm was the 1st occurrence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.